Event description:
It was reported that the patient just had a new implantable neurostimulator (ins) to replace the old ins. The revision was not due to normal battery depletion. It was reported that the patient was involved in a car accident on (B)(6) 2013 and after the accident the patient started getting really bad stimulation into their tailbone. The patient followed up with their health care provider (hcp) who stated that something had gone haywire, so they replaced the battery. It was noted that they did not replace the leads. When the car accident occurred the patient was implanted with a really old system.

Manufacturer narrative:
Product ID: 3425, serial# (B)(4), product type: transmitter. Product ID: 3888-28, lot# l33054, implanted: (B)(6) 1994, product type: lead. Product ID: 7495, serial# (B)(4), implanted: (B)(6) 1994, product type: extension. Product ID: 3888-28, lot# l33054, implanted: (B)(6) 1994, product type: lead. Product ID: 7495, serial# (B)(4), implanted: (B)(6) 1994, product type: extension. (B)(4).